Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Event description:
It was reported the patient had a procedure on (B)(6) 2012 with a bifurcated and a suprarenal aortic extension. Reportedly, the physician became aware that a patient he treated in 2012 was found to have an endoleak. Treatment was attempted by another physician at (B)(6) hospital (B)(6) with a cook device to reline the bifurcated for what was determined to be a type 3b. The cook device could not be advanced, treatment was aborted, the patient was released and the family has refused further treatment. The patient is doing fine.

Manufacturer narrative:
Based upon the clinical assessment, the reported type iiib endoleak could not be confirmed through limited imaging available for this complaint. The unsuccessful main body relining with a non endologix stent, its technical failure, the refusal for further treatment, and the final patient disposition could not be established due to lack of information. Reportedly, the patient was reported as doing fine. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, a design or manufacturing root cause was not identified due to the limited available information.